Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer and a heater wire resistance test was carried out using a multimeter. Results: the complaint breathing circuit did not pass the continuity test. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the heater wire of the complaint device was found to be open circuit. We were unable to determine the cause of the open circuit. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt241 adult heated breathing circuit did not warm up and causing the humidifier to alarm. No patient consequence was reported.